Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances along with out of range intrinsic amplitude values. Technical services (ts) was consulted and upon review of the available information pacing impedances with values greater than 3000 ohms were observed. In addition, ts observed noise that was potentially being oversensed as an increased number of sensed beats were noted. Further evaluation and x ray imaging were recommended. This rv lead remains in service. No adverse patient effects were reported.